Event description:
It was reported that the cartridge was not fitting properly on the pump. The customer's blood glucose level was significantly elevated, with a display of "high," but the specific value was unknown. The customer addressed this by administering a correction injection using multiple daily injections (mdi). Technical support advised the customer to remove the pump case, inspect for damage, and clean the pneumatic tap area. An o-ring was found on the tap, which was removed, and the area was cleaned. After filling a new cartridge and following the on-screen instructions, the customer successfully loaded the cartridge onto the pump and resumed insulin administration.